Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device had a displacement. The patient was unable to use the device due to pain of inflation. All the components were removed and replaced with another ipp system. No patient complications noted. Additional information received. One of the cylinders had crossover to the contralateral corporal body. No device malfunctions were reported. It was further reported that only one cylinder was implanted in the right side. Left cylinder was plugged.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device had a displacement. The patient was unable to use the device due to pain of inflation. All the components were removed and replaced with another ipp system. No patient complications noted. Additional information received. One of the cylinders had crossover to the contralateral corporal body. No device malfunctions were reported. It was further reported that only one cylinder was implanted in the right side. Left cylinder was plugged.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 device components were inspected. A leak was identified due to fatigue and wear at the corner of a fold. The cylinders returned were cut in half. Based on the cut, it was concluded that this damage was consistent with explant damage and was therefore considered a secondary failure. The pump was unable to be functionally tested due to contamination. Product analysis was unable to confirm the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.